Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed in sections and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. On no sample, a device history review could not be completed as no batch number was provided. Investigation conclusion: based on no sample, the investigation concluded, bd was not able to verify the indicated failure. Root cause description : undetermined, no root cause can be determined as no samples were received. Rationale : no batch# sample available.

Event description:
Material no. Unknown; batch no. Unknown. It was reported that during use of the unspecified syringe the syringe leaked at luer connection. "Patient only received a partial dose." Employee with shire pc line transferred a pharmacist that wanted to report a product complaint for firazyr. The caller stated "the patient reported they have been using medication for over a year and they never had this issue before. The patient stated the syringe leaked and that there was fluid coming out where needle attached to the syringe. Patient only received a partial dose."